Event description:
Director of the emergency dept was sitting in her office and smelled something burning. She came out of her office and saw the defibrillator smoking. She wheeled it outside the building. The monitor had just been on a pt and was placed back onto the crash cart. The equipment was checked earlier in the day at 0700. The bio-medical engineer came to assist with the removal of the battery. A call was placed to the MFR and a representative came to the facility a few hours later to check the machine. He could not determine why the machine "burned out." He apparently isolated the affected area inside the unit and determined the unit was not able to be repaired.